Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Omsc surmised that the reported phenomenon was occurred due to the igniter of the device was broken by aging degradation or other.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the examination lamp of the device did not lighted up and the emergency lamp lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.